Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No battery or power anomalies noted during testing. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level at the time of the incident was 422 mg/dl. Customer also reported that the insulin pump received a failed battery test and had a blank display. The contacts on the battery cap were not missing, damaged, or corroded. The insulin pump will be returned for analysis.